Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately ten years and five months post filter deployment, a computed tomography (CT) scan revealed that the filter tilted, struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and five months later, computed tomography (CT) revealed that the filter tip was 4.2 cm below the right renal vein. Inferior vena cava filter was angulated anteriorly forming 26 degree with the axis of the inferior vena cava. The left more than 10 mm outside the inferior vena cava wall extending posterior to the aorta. Right posterolateral struts were seen 8 mm from the inferior vena cava wall extending to the right psoas muscle. No definite fracture was noted. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately ten years and five months post filter deployment, a computed tomography (CT) scan revealed that the filter tilted, struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.